Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump cracks on the backside. White line on screen, clear retainer ring. Unexplained random no delivery alarms, rewind was louder and clock had to be reprogrammed. Insulin pump had rewind takes longer, alarm softer now. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis